Event description:
It was reported that the patient was experiencing inadequate stimulation and was having difficulty charging the implantable pulse generator ipg. The patient underwent a revision procedure where the ipg was replaced. The patient was recovering well post operatively. The explanted ipg was discarded and was not returned.